Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. A batch review could not be done because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
This is an international complaint where there were some cracks on the twist switch after 2 days patient use. There was no disinfectant used on the set by the patient or doctor. There was no patient injury or medical intervention reported.